Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the printer was repeatedly spitting out small labels. A technical support specialist reinstalls the printer driver and configured to resolve this issue. The system functioned as intended after technical support specialist troubleshoot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a printer was failed to print the label. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.